Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited impedance issues and during the explant procedure insulation damage was seen. The lead was explanted and replaced. The patient's condition post procedure was stable.